Event description:
It was reported to philips that the device with 200j charging from the battery takes longer than the customer expected. There was no reported patient involvement/adverse patient impact.